Manufacturer narrative:
(B)(4). (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04945 and 0001822565-2018-04946. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a knee procedure. During the procedure, the impactor pad broke during femoral impaction. Also during this case, the articular surface provisional fractured. No surgical delay or injury to the patient was reported.

Manufacturer narrative:
This event will be sent under medwatch 0001822565-2018-05855.

Event description:
No further event information available at the time of this report.